Manufacturer narrative:
Per the user guide: always make sure that the correct time and date are set on your system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that the customer's blood glucose (bg) was 550 mg/dl. The customer's spouse assisted the customer with providing insulin and injections to address bg. The customer reported the pump time and date were not correct. The customer confirmed there were no issues with the pump supplies. The customer updated the pump time/date and did not recall if it was manually changed. Tandem technical support verified that the customer resumed pump therapy, personal profile settings had not changed and the pump time/date were correct. Customer confirmed bg was back to "normal".